Event description:
It was reported that during the procedure for treatment of a leaking pseudoaneurysm in the left main artery into the left anterior descending artery (lad), pre-dilatation was performed using a 3.5x20 nc trek balloon at 10 atmospheres. Intravascular ultrasound (ivus) demonstrated circumferential calcification and a severe lesion in the proximal lad. An unsuccessful attempt was made to advance a 4.5x16 jomed graftmaster stent delivery system (sds) and the sds was withdrawn from the anatomy. Additional dilatation was performed using a 4.0x12 nc trek balloon. However, during inflation at 15 atmospheres the balloon ruptured. The dilatation catheter was withdrawn and the 4.5x16 graftmaster sds was re-advanced. The stent graft was deployed successfully. Repeat ivus demonstrated good stent apposition. Final angiography revealed no evidence of dissection or perforation with timi flow 3 and 0% residual stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: asahi grand slam, guide cath: 8f xb 3.5, other: heparin. (B)(4) - indication for use. The 4.0 x 12 mm nc trek indicated is being filed under a separate medwatch MFR number. The product remains in the patient and will not be returned for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices. As the graftmaster stent was able to successfully cross after a second pre-dilatation, the reported initial difficulty advancing may have been attributed to inadequate initial pre-dilatation as well as the lesion characteristic of circumferential calcification. It was reported that the graftmaster stent was used to treat a leaking pseudoaneurysm with a large mediastinal hematoma, which is not specifically listed as a product indication. The indications section of the graftmaster otw instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. This reported deviation from approved indication does appear to have directly caused or contributed to the reported complaint. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage as well as for proper stent placement. Additionally, a sampling of units is destructively tested prior to lot release to verify proper guide wire and guiding catheter movement. A review of the device history record for the reported lot revealed no nonconforming material records. There is no indication of a product quality deficiency.